Event description:
It was reported by the hospital that patient underwent total hip arthroplasty on (B)(6) 2011 and subsequently was revised on (B)(6) 2013 due to pain and elevated metal ion levels. No further information has been received.

Manufacturer narrative:
Observations of adverse wear on the returned components, including two wear stripes on the modular head, suggest that there may have been a degree of joint laxity, subluxation and/or edge loading; however without the aid of radiographs, patient information or surgical reports, the root cause for such possible mechanisms remains unknown.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA. Further information including item and lot numbers was received (B)(4) 2013. This is an additional report for an additional item from the same adverse event. See MDR report # 3002806535-2013-00261.